Event description:
It was reported the pt had a catheter and/or pump revision. No symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.